Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.5. Date: (B)(6) 2011, inratio: 1.3. Date: (B)(6) 2011, lab: 2.7. Date: (B)(6) 2011, inratio: 1.9. Pt's target therapeutic range is 2.5-3.5. On (B)(6) 2011 result done in early morning.